Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 200 mcg/day) via an implantable infusion pump. It was reported that the patient had discomfort. The hcp was able to confirm catheter patency by checking the catheter access port. It was noted that the hcp required assistance with priming the catheter. The caller reported that the patient had dilated pupils, no tone, pain, and respiratory issues; she was unsure if the patient was overdosing or underdosing. Per the caller the patient would be monitored overnight. No further complications have been reported as a result of this event.